Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that one of their leads had come out. It was indicated that the patient had already reached out to their healthcare professional (hcp) and was advised to take off the equipment, unplug everything, and take to the office on the following thursday. No further complications were reported or were expected.